Event description:
It was reported that the patients implantable pulse generator (ipg) has reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was kept by the medical facility.